Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error, and multiple restarts did not resolve the malfunction; the device was replaced and the user was instructed to transition to backup therapy, return the pump with provided shipping materials, shut down the device to prevent further alerts, and understand that data would not transfer to the replacement. Symptoms included no adverse clinical effects and blood glucose remained in range at 115 mg/dl. Outcomes included interruption of insulin delivery functionality with a switch to backup therapy, user education, and shipment of replacement supplies. Investigation included technical troubleshooting over the phone and review of device performance based on user report. The investigation employed relevant empirical testing of the actual device suspected in the reported adverse event in order to establish their functional and other properties and to identify possible causes for the adverse event. Relevant testing would typically be based on test methods used for evaluating safety and performance as described in the latest relevant standards.